Manufacturer narrative:
(B)(4). Product evaluation in progress. Most likely underlying root cause of malfunction: user had an inaccurate reference

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 126-142mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns:customer states that is concerned with readings of 250, 348, 234and 277 mg/dl. Customer run the control solution level 1 (30-60) lot # 5ac1b75 received results of 27 and 29 that are out of range . Customer also complaining meter is reading above 200mg/dl, and thinks the meter is reading high in blood results.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Quality control investigation of returned test strips on (B)(6) 2015 produced lo and low readings and black chemistry was observed. In addition, per the r&d investigation on (B)(6) 2016. The final root cause investigation has been completed. Low glucose readings due to vial lid hinge was broken.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 126-142mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns:customer states that is concerned with readings of 250, 348, 234 and 277 mg/dl. Customer run the control solution level 1 (30-60) lot # 5ac1b75 received results of 27 and 29 that are out of range . Customer also complaining meter is reading above 200mg/dl, and thinks the meter is reading high in blood results.